Manufacturer narrative:
No report of patient involvement. Unique device identifier - (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction tubing was noted to be kinked. The tubing was rerouted, resolving the reported complaint.

Event description:
The hospital reported that suction was lower than expected. There was no report of patient involvement.